Event description:
A malfunction alarm was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not taken any action to address the high blood glucose but did not require assistance from a third party. Technical support provided guidance to reset the pump, which the customer successfully performed. The malfunction code did not recur, allowing the customer to continue using the pump, with instructions to contact support if any further issues arose.